Manufacturer narrative:
Zimmer biomet (B)(4). Additional device information unknown / not provided. Device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. Product not returned.

Event description:
It was reported that when the implant was being placed it disengaged from the driver and fell to the ground. Procedure was completed by placing another implant using the same driver used with the first implant.